Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose of 756 mg/dl and 576 mg/dl. It was reported that at time of call blood glucose was 576 mg/dl. Customer also reported that insulin pump alarm for no delivery and had bent cannula. Customer's high blood glucose was treated with manual injection. Insulin pump will not be return for analysis.